Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the sleeve falling off. This event occurred once. The following information was provided by the initial reporter. The customer stated: when the vacuum tube disconnected luer-lock device, the rubber sleeve on luer-lok access device fell off to cause patient bleeding.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-01-17. H.6. Investigation summary: bd received 1 used sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off / leakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve fall off / leakage with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve fall off / leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the sleeve falling off. This event occurred once. The following information was provided by the initial reporter. The customer stated: when the vacuum tube disconnected luer-lock device, the rubber sleeve on luer-lok access device fell off to cause patient bleeding.